Event description:
Leakage where catheter connects to tubing. MFR called 4-6 months ago. If the red tape is removed and tubing pushed further into catheter, leakage stops. Multiple pts involved and multiple incidents occurred from 6/20 through 7/25/94. Various lots used.